Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis interstitial ("ic"), migraine ("chronic migraines"), urinary tract infection ("uti "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, migraine, urinary tract infection, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the cystitis interstitial, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, cystitis interstitial, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: ic feels like a uti. Patient received treatment for events ¿ pelvic pain, abnormal bleeding, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, urinary tract infection, psych injury, migraines, bladder problems, urinary problems, bladder infections, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): investigation - on (B)(6) 2008: essure confirmation test conducted. Concerning the injuries reported in this case, the following one/ones were described in social media : cystitis interstitial and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: pif received: abnormal bleeding , bladder problems, urinary problems, bladder infections, vaginal infections, vaginal discharge, event outcome were added. And reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis interstitial ("ic"), migraine ("chronic migraines"), urinary tract infection ("uti"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication") and psychological trauma ("psych injury"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, migraine, urinary tract infection, abdominal pain, dysmenorrhoea, dyspareunia and menorrhagia had resolved and the cystitis interstitial, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, cystitis interstitial, dysmenorrhoea, dyspareunia, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma and urinary tract infection to be related to essure. The reporter commented: ic feels like a uti. Patient received treatment for events ¿ pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, urinary tract infection, psych injury, migraines concerning the injuries reported in this case, the following one/ones were described in social media: cystitis interstitial and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: pfs received-new events pelvic pain, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, urinary tract infection, psych injury, post removal complication were added. Outcome of migraines updated to recovered/resolved. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included multiparous. Previously administered products included for allergy: penicillin. Concurrent conditions included endometriosis, irregular menstruation, asthma, depression, urinary frequency, dysuria, micturition urgency and cystitis. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), cystitis interstitial ("ic"), migraine ("chronic migraines"), urinary tract infection ("uti "), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea"), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia"), post procedural complication ("post removal complication"), psychological trauma ("psych injury"), genital haemorrhage ("abnormal bleeding"), bladder disorder ("bladder problems"), urinary tract disorder ("urinary problems"), cystitis ("bladder infections"), vaginal infection ("vaginal infections") and vaginal discharge ("vaginal discharge"). The patient was treated with surgery (hysterectomy- uterus + cervix). Essure was removed on (B)(6) 2010. At the time of the report, the pelvic pain, migraine, urinary tract infection, abdominal pain, dysmenorrhoea, dyspareunia, menorrhagia, genital haemorrhage, bladder disorder, urinary tract disorder, cystitis, vaginal infection and vaginal discharge had resolved and the cystitis interstitial, post procedural complication and psychological trauma outcome was unknown. The reporter considered abdominal pain, bladder disorder, cystitis, cystitis interstitial, dysmenorrhoea, dyspareunia, genital haemorrhage, menorrhagia, migraine, pelvic pain, post procedural complication, psychological trauma, urinary tract disorder, urinary tract infection, vaginal discharge and vaginal infection to be related to essure. The reporter commented: ic feels like a uti. Patient received treatment for events ¿ pelvic pain, abnormal bleeding, dysmenorrhea, dyspareunia, abdominal pain, menorrhagia, urinary tract infection, psych injury, migraines, bladder problems, urinary problems, bladder infections, vaginal infections, vaginal discharge. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2008: bilateral tubal block with presence of ensure coils. Concerning the injuries reported in this case, the following one/ones were described in social media : cystitis interstitial and migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-apr-2021: medical record received. Reporters information, lab data and medical history were added. There was no significant change in the medical context of case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.